Event description:
Complainant alleged that the medics were attempting to monitor a patient, who was complaining of chest pains, but the screen display went blank. The medic turned the device off/on, but the screen display remained blank. The medics then obtained another device and successfully monitored the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.